Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that approximately six months ago the patient had x-rays taken and the hcp felt that "a couple lead lines" were not working, and the lead might not be in the correct location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-33, lot# v134578, implanted: (B)(6) 2008, explanted: na, programmer: model 3037, serial# (B)(4).